Manufacturer narrative:
The alarm trace shows photometer lamp and reagent probe up/down alarms, as well as incubator water level sensor alarms on the day of the event. The field service engineer (fse) performed an instrument health check, water pressure, probe positioning, rinsing levels, and rinse mechanism volumes, and performed adjustments as needed. The fse replaced the rinse head tubing, valve bank, ise reagent probe, and sample probe. The customer ran calibration and qc successfully. A precision run was performed and the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable gen.3 ise indirect for na, k, and ci, ca2 calcium gen.2, and tp2 total protein gen.2 results from 1 patient on a cobas 6000 c 501 analyzer. The initial cl result was 82.8 mmol/l, the initial na result was 112 mmol/l with flag, the initial ca result was 7.37 mg/dl, the initial k result was 3.58 mmol/l, and the initial tp result was 5.71 g/dl. The sample was rerun the next day on the same analyzer. The repeat cl result was 104.0 mmol/l, the repeat na result was 140 mmol/l, the repeat ca result was 9.25 mg/dl, the repeat k result was 4.43 mmol/l, and the repeat tp result was 7.20 g/dl. The repeat results were deemed correct. No questionable results were reported outside of the laboratory. The cl electrode lot is y00 and the expiration date is 26-jun-2021. The tp reagent lot is 64169801 and the expiration date is 31-aug-2023. The ca reagent lot is 63598501 and the expiration date is 31-jul-2023. The na and k electrode lots and expiration dates were requested but not provided.

Manufacturer narrative:
The alarm trace did not show a conspicuous event. The field service engineer found that the instrument hardware check had failed precision. The service maintenance actions performed by the fse resolved the issue.